Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿unable to proceed¿ message during a supply change following a restart alert indicating a motor stall, and after a guided restart the error recurred, consistent with a failure to infuse associated with the motor component; the user was advised to switch to backup subcutaneous insulin. Symptoms included hyperglycemia with a reported blood glucose of 253 mg/dl. Outcomes included a minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting, with the medical device problem characterized as failure to infuse and the implicated device component identified as the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.